Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure occurred with the cutter. The probe was aspirating. The procedure was completed with no patient harm. The product sample is not available for evaluation.